Manufacturer narrative:
(B)(4) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the ck1, ck3, pit, and glabella with 2 ml of juvéderm® voluma¿ with lidocaine. A week later, the patient was injected in the c1, c2, c6, nasolabial fold, and jw4 with 2 ml of juvéderm® volux¿ and in the subdermic and mucosa with 1 ml of juvéderm® ultra 4. Two weeks later, the patient was injected in the ck3 and pyriform fossa with 1 ml of juvéderm® voluma¿ with lidocaine. Twelve days later, the patient experienced ¿pain¿ in the medium third of the face and reported it 4 days later. The patient reported a feeling of ¿abscess¿ and reference the patient as ¿7 over 10.¿ over the next 4 days, the patient took ibuprofen every 12 hours. On the fifth day, the patient took 75 mg of voltaren, applying ice all 5 days. The following day, the patient began taking cloxacillin 500 mg every 6 hours x 7 days and had a prescription for amoxicillin 875 mg ¿ clavulanic 125 mg for 7 days every 8 hours and deflazacort 30 mg for 3 days every 12 hours and 2 days every 24 hours. Two days later, the patient presented with ¿heat and inflammation¿ in medium third of the face, 2 cm down of the treated area. The cloxacillin treatment was continued for 6 hours and the deflazacort was extended to 30 mg for 4 days every 12 hours and 3 days every 24 hours. Two days later, the patient reported persistent ¿pain¿ and ¿anxiety,¿ and hyaluronidase was recommended. The following day, the patient had a dentist appointment to rule out dental problems. The next day, the patient reported no dental issues and that they are now taking rhodogil 750 ui/125mg 2 units each 8 hours for 5 days. The event continued and drainage of the abscess was scheduled. Four days later, the patient provided an orthopantomography from the dentist and reported self-draining the abscess the night before and the following morning, noticing improvements. Radiofrequency of the affected after post-injection and blastoestimulina were recommended. Six days later, the patient reported improvement but reported ¿a feeling of focalized compression, and the patient was treated with 1 ml (450 iu) of hyaluronidase. Improvement was noted. The next day, amoxicillin 875mg/125mg every 12 hours for 5 days and 30 j cm2 of radiofrequency was prescribed, which was performed 2 days later. Four days later, the patient reported ¿discomfort¿ in the pyriform fossa and ¿inflammation¿ in the nasolabial fold, and additional 30 j cm2 of radiofrequency was performed. Twelve days later, the patient reported draining the right pyriform fossa and presenting with a drainage hole and inflammation, with additional inflammation and induration noted in the nasolabial fold. The following day, the patient was treated with 2.5 ml (750 iu) of hyaluronidase in the left pyriform fossa and another 2.5 ml (750 iu) of hyaluronidase to the right nasolabial fold and was prescribed amoxicillin 875mg/125mg every 8 hours for 8 days and deflazacort 30 mg. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00263 (allergan complaint # 2564243). This MDR is being submitted for the first injection of suspect product, juvéderm® voluma¿ with lidocaine.